Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with an implanted cardiac monitor (icm) presented remotely via merlin.net with remote transmissions missing information. No patient symptoms were reported. Patient will be monitored.

Event description:
New information received notes patient did not experience any adverse consequences.